Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t sensitive (roche cardiac trop t sensitive). The erroneous result was provided to the patient's physician. The initial roche cardiac trop t sensitive result was negative (<0.08 ng/ml) at the physician's office. The same day a patient sample was sent to the laboratory where the result was 118.8 ng/l. It is not known if the patient was adversely affected. No adverse event was reported. The patient was admitted to the hospital for treatment, however, no further information was provided. The patient's current condition is not known. No further information is available from the customer. The h232 instrument serial number was not provided. Neither the h232 instrument nor a similar device is sold in the unites states. During the investigation, both the customer's test strips and retention samples of the same lot that the customer used were tested. The results of all measurements were within specification.